Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6) ); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) reported that over the weekend they were trying to charge their implanted neurostimulator and kept getting an error message rm03. Caller stated that the message appeared multiple times. Caller denied any visible damage to the equipment. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 100% and implant is 60%. Caller then connected recharger and confirmed recharging excellent. Caller mentioned that sometimes the charging session will go back to the error message after a little bit. Pt started charge session and rm03 message reappeared. Caller confirmed that the recharger paddle gets hot to the touch while recharging but no damage to skin. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Event description:
Additional information was received from the patient via patient letter. Patient confirmed their weight at time of event was 180 pounds.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(4) product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed a failure, recharger problem, cannot continue, call medtronic message. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.